Event description:
It was reported that the patient experienced a pericardial effusion with their right atrial (ra) lead. Repositioning of the lead was attempted but the helix could not completely retract due to tissue in the helix. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary of the lead indicated apparent explant damage. The analysis noted that the helix could not be completely retracted due to helix bent. There was also tissue visible on helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.